Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" historically, patient's inr around 2.9. Therapeutic range=2.5-3.5. Follow up from customer on (B)(6) 2010. Self test performed on strip lot 225938 and lot 232886 using different fingers. Both results within normal range at 0.9. Patient being retested (B)(6). Patient on antibiotics (amoxicillin), which she finished yesterday. No known changes in meds, prescribed over the counter, life style, no procedures, hospital stays.

Manufacturer narrative:
Investigation pending.